Event description:
Customer reportedly received the following results on the aviva meter within 10 minutes: 252 mg/dl, 77 mg/dl and 150 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.